Event description:
It was reported that a user experienced high blood glucose after announcing meals followed by low blood glucose, with the user suspecting their usual lunch as a contributor, and the case was transferred to the clinical line to assess whether feature recommendations were needed. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user self-treatment with oral glucose. Investigation included review of system reports and completion of troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and no identified device component failure, with cause of the glycemic variability remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.